Manufacturer narrative:
(B)(4). Batch # t5am5u. Investigation summary: the analysis found that one ec45a device was returned with joint cover damaged and with an ecr45w fully fired cartridge loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The damaged on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the endoscopic left lower lobectomy surgery, could not fire farther after fired 1/3 when severing the pulmonary vein and the firing trigger was loose. Pulled down the knife reverse button, and squeezed down the firing trigger, the blade could not return back, as the vein was cut off and with good staple line, cut off around the tissue and removed the device with closed jaw. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.